Manufacturer narrative:
The oad was returned with the guide wire still engaged. The initial visual and tactile examination of the exposed section of the guidewire revealed that it was fractured and exhibited surface wear at the distal end. Significant resistance was met removing the guide wire from the handle assembly. Examination of the remaining section of the guide wire revealed a kink in the shaft 275cm distal to the proximal end. The fractured section was 287.2cm distal to the proximal end, indicating that 48cm of the distal guide wire section was not returned. The driveshaft, crown and tip bushing remained intact and undamaged. The oad was tested and functioned as intended. No biological material was observed on the guidewire, driveshaft or crown. The fractured end of the guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis of the guide wire identified significant surface wear on the fractured section and exhibited fatigue striations on the fracture face. This indicates that the guide wire core was subjected to forces or applied pressure resulting in the fatigue fracture during the procedure. At the conclusion of the failure analysis investigation the root cause of the fractured guide wire could not be determined. This MDR is being submitted late. An issue occurred when renewing the signing certificate for the FDA gateway. (B)(4) was completed with the esg helpdesk for this. (B)(4)

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the distal portion of the csi viperwire advance guide wire fractured and was left in the patient. The target lesion was 2cm in length, 90% stenotic, and located in the common femoral artery (cfa). The physician used a contralateral approach and a 6fr introducer sheath to access the vessel and then crossed the lesion with a glide wire guide wire. The physician then exchanged the glide wire for the csi viperwire advance, and advanced it into the popliteal artery. A 2.0mm crown csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced to the treatment site, but the first attempt to spin was unsuccessful. The physician exchanged the 2.0mm crown csi oad for a 1.25mm crown csi oad to create a pilot hole. The 1.25mm crown csi oad was advanced to the treatment site and the lesion was successfully crossed. The physician performed one run at low speed while incorrectly advancing the driveshaft manually, before he corrected his method and used the handle's control knob, as required. He then performed two additional runs; one at low and one at medium speed. The physician then removed the 1.25mm crown csi oad and introduced the 2.0mm crown csi oad, which was advanced to the lesion and four more runs were completed; two at low speed and two at medium speed. The oad and viperwire advance were then removed from the patient and it was identified that the viperwire advance had fractured and the distal portion remained in the patient. The physician made multiple attempts to snare the wire, but was unsuccessful. A possible perforation was noted during the attempt to snare the wire. The patient was transported to tufts new england medical center for surgical intervention. The patient expired ten days later at tufts new england medical center. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
(B)(4).

Event description:
Additionally, it was identified that, the initial run with the 2.0mm crown csi oad was performed at low speed. The runs performed using the 1.25mm crown csi oad included the use of high speed. It was also identified that during the physician's attempt to snare the retained wire segment, he was able to withdraw the wire from the popliteal artery to the iliac artery. Under fluoroscopy the physician identified that the proximal end of the wire segment had traversed the external iliac artery, however, contrast injection revealed no extravasation. At this point, additional attempts were made to snare the wire, but were unsuccessful. Information was also received from (B)(6) medical center, where the patient had been transferred to surgical critical care for intervention to remove the retained guide wire. The guide wire was successfully removed, followed by closure of the right cfa. The physician then completed balloon angioplasty and stent placement in the right external iliac/cfa. During surgery the patient went into cardiac arrest twice and was successfully treated with compression and resuscitation both times. After surgery the patient was transferred to surgical ICU. During the hospital course the patient was treated with dialysis, a right femoral pseudoaneurysm repair and tracheostomy placement. A CT scan revealed that the patient had an acute/sub-acute middle cerebral artery (mca) - posterior cerebral artery (pca) stroke. The patient was monitored by neurology and nephrology, but did not regain neurologic function.